Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-01372 and 2134265-2014-01436. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used but could not pull back. They changed a thread and confirmed drape, but the problem was not resolved. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable.